Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarms and failed battery test alarm. Blood glucose level at the time of the incident was 9.1 mmol/l. Troubleshooting was completed. Self-test was performed but failed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected critical block error or motor arm communication error alarms during testing however, critical block error alarm, and motor arm communication error alarm are found in the formatted history file due to a software error.